Manufacturer narrative:
D2b: pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vessel. A 6.0mm x 40mm x 75cm athletis pta balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon twelve inflations at 30 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b: pro code (product code): lit, dqy device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 10mm proximal of the distal markerband. As per specification, the rated burst pressure for this device is 40 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon twelve inflations at 30 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.